Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received 1 used sample from the customer for investigation. The sample was evaluated by visual examination before being disposed and the indicated failure mode for broken cannula with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during draw the needle broke off in insertion site and blood leakage occurred through broken needle with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from french to english: when a sample was drawn from the arterial line of the dialysis circuit (6008 caresystem® from fresenius medical care), the needle broke off in the puncture site. This resulted in the risk of an accident of blood exposure for the user. He almost scratched himself with the broken needle + blood was leaking out through the broken needle.